Manufacturer narrative:
The device has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. Each cartridge lot is subjected to a statistical sampling plan and must pass testing for force (occlusion and loss of prime), cracks, and foreign material prior to release for distribution.

Event description:
The reporter contacted animas on (B)(6) 2018 alleging the patient experienced hyperglycemia while on insulin pump therapy with blood glucose measuring 398 mg/dl with diabetic ketoacidosis, large ketones, nausea and vomiting. The patient was reportedly admitted to the hospital intensive care unit for treatment with intravenous fluids and other treatment not detailed by the reporter, a nurse, stated that the patient through the insulin cartridge had 81 units of insulin remaining; however, the cartridge was only filled with air when it was taken out for examination. This complaint is being reported because the patient experienced serious injury while on insulin pump therapy associated with training/misuse, as determined by animas customer support.